Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with malfunction of a stuck key alarm was confirmed during product evaluation. This condition was caused by defective main keypad. The main keypad was replaced to correct the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a stuck key alarm. This event occurred upon power up during biomed servicing. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.